Event description:
It was reported that a pt underwent a total cystectomy procedure on (B) (6) 2009. The drain was placed under the skin after surgery. The drain did "not remove enough of the pt's fluid", therefore, it was removed on (B) (6) 2009 with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Failure to drain. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.